Event description:
The customer reported in lateral view the screen blackened and connection of the system failed. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. No conclusion can be drawn as repair info is unavailable.